Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted intellis adaptivestim pain implantable neurostimulator and implanted leads experienced an ongoing issue in which stimulation would not turn on and no stimulation was felt. The patient reported an ¿out of regulation (oor)¿ message on the implantable neurostimulator and a ¿settings not available¿ message when attempting to increase stimulation, and stimulation was not able to be adjusted. High impedance was reported with values of 31,980 ohms on contact 9 and 40,000 ohms on contacts 10, 11, 13, 14, and 15, and connections into the implantable neurostimulator were reported as ¿out.¿ the patient reported being unsure whether pain relief was still being received. Troubleshooting was performed by moving stimulation off the contacts with high impedance. The issue was not resolved and remained ongoing, and possible future lead revision or implantable neurostimulator replacement was discussed. No injury was reported.